Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device ineffective ("evidence of fill and spill to the left fallopian tube was noted immediately. There was some delayed and a small bit of spill through the right fallopian tube demonstrating patency in bilateral fallopian tubes.") In a 37 year-old female patient who had essure inserted (lot no: 50713475) for female sterilisation. The patient had a medical history of night sweat, uterine fibroid and cesarean section. On (B)(6) 2013, the patient had essure inserted. The device ineffective occurred on (B)(6)2014. No adverse events were mentioned. The patient was treated with surgery (laparoscopic tubal sterilization with bilateral filshie clips). The reporter commented: more than one related surgery? No. Discrepancy noted insertion date of drug updated to on (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: fl hysterosalpingogram. Preoperative and postoperative diagnoses: 1. This is an FDA-required post essure placement procedure to confirm bilateral tubal occlusion. 2. The patient desires permanent sterilization. Procedure: hysterosalpingogram. Indication: the patient is a 36-year-old g6, p6 who no longer desires to maintain fertility. The patient underwent essure procedure on (B)(6) 2013. She now presents to confirm complete occlusion of bilateral fallopian tubes. Description of procedure: the scout film demonstrated evidence of bilateral essure coils. Evidence of fill and spill to the left fallopian tube was noted immediately. There was some delayed and a small bit of spill through the right fallopian tube demonstrating patency in bilateral fallopian tubes. The patient does not have any evidence of permanent sterilization at this time. The patient tolerated the procedure well. Impression: 1. Bilateral fallopian tubal patency was confirmed demonstrating no evidence of permanent sterilization. 2. No endometrial pathology or filling defect noted. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added . Lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device ineffective ("evidence of fill and spill to the left fallopian tube was noted immediately. There was some delayed and a small bit of spill through the right fallopian tube demonstrating patency in bilateral fallopian tubes.") In a 37 year-old female patient who had essure inserted (lot no. 50713475) for female sterilisation. The patient had a medical history of night sweat, uterine fibroid and previous caesarean section. On (B)(6) 2013, the patient had essure inserted. The device ineffective occurred on (B)(6) 2014. Essure was removed the same day. No adverse events were mentioned. The patient was treated with surgery (laparoscopic tubal sterilization with bilateral filshie clips). The reporter commented: more than one related surgery-no discrepancy noted insertion date of drug updated to (B)(6) 2013 from (B)(6) 2013 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: fl hysterosalpingogram. Preoperative and postoperative diagnoses: 1. This is an FDA-required post essure placement procedure to confirm bilateral tubal occlusion. 2. The patient desires permanent sterilization. Procedure: hysterosalpingogram indication: the patient is a 36-year-old g6, p6 who no longer desires to maintain fertility. The patient underwent essure procedure on (B)(6) 2013. She now presents to confirm complete occlusion of bilateral fallopian tubes. Description of procedure: the scout film demonstrated evidence of bilateral essure coils. Evidence of fill and spill to the left fallopian tube was noted immediately. There was some delayed and a small bit of spill through the right fallopian tube demonstrating patency in bilateral fallopian tubes. The patient does not have any evidence of permanent sterilization at this time. The patient tolerated the procedure well. Impression: 1. Bilateral fallopian tubal patency was confirmed demonstrating no evidence of permanent sterilization. 2. No endometrial pathology or filling defect noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 153 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.